Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). Caller stated patient got a message that the controller lost the memory and it would not do anything for stimulator. Caller stated they reset the controller and the message went away but, now patient is not feeling any stimulation with stim on. Caller stated patient has not had any traumas or falls recently. Caller verified patient is on group b with program 1 @ 2.4 volts. Caller increased the stimulation to 3.0 volts and patient is still not feeling stimulation. Caller stated that on group b patient can usually lay down and feel stimulation so they would need to change to a different group but now they are not feeling stim at all laying down. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from a patient (pt). It was reported that the cause of the loss of stimulation was that it lost its memory. The tech reprogrammed their stimulator. The problem has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.